Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed occlusion. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact and downstream sensor had been contaminated by fluid ingression. During functional check, the reported complaint was duplicated during the investigation. Tested device pump on the pressure station and failed range due to the fluid ingression on the downstream sensor. Downstream sensor was replaced.